Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level at the time of incident was 32 mg/dl and the current blood glucose level is 166 mg/dl. The customer was treated with food. The customer alleges pump was over delivering. Customer also stated that the drive support cap was flush. Customer wearing the insulin pump at the time of incident reported. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.